Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023 ((B)(6) 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
The following was reported to the hamilton medical ag: original complaint: user said the screen went blank and then started working. (B)(4) was displayed. Complaint summary: interaction panel blackout for 2-3 sec (hmi reset).